Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that patient's infusion set's tubing was not connected to the site portion, as if the bond between tubing and site failed during manufacturing process, when she received it (when the package was first opened). This issue occurred with one set. The patient replaced infusion set and resumed insulin successfully. No further information available.